Event description:
It was reported that a pericardial effusion and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the closure device was inserted. The physician deployed the closure device. The closure device was attempted to be repositioned 5 times. During the recaptures of the device it was noted that the patient had a pericardial effusion. The device release criteria was met and the 35mm flx device was implanted in the patient. The physician performed a pericardial puncture to drain the effusion and treat the patient. The patient did not recover from these events and the patient died. It was further reported that the multiple attempts at placing the closure device, combined with tug tests, led to a pericardial effusion, resulting in cardiac tamponade. The patient had a mitral valve disease that had previously been operated on. The atrium was dilated and the wall thinned out. After previous pulmonary vein isolation (pvi) the edge between the pulmonary vein and the atrial appendage was scarred. The pericardial effusion was relieved immediately with a pericardial puncture so that the patient could be hemodynamically stabilized. The pericardial effusion continued even after the anticoagulation was lifted. It was decided to transfer the patient for an emergency cardiac surgery. Resuscitation efforts were performed during the transport; however, the patient died during transport, approximately 3 hours after the procedure. No autopsy was performed. The suspected cause of death for the patient was heart failure in restrictive cardiogenic shock with pericardial tamponade.

Event description:
It was reported that a pericardial effusion and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the closure device was inserted. The physician deployed the closure device. The closure device was attempted to be repositioned 5 times. During the recaptures of the device it was noted that the patient had a pericardial effusion. The device release criteria was met and the 35mm flx device was implanted in the patient. The physician performed a pericardial puncture to drain the effusion and treat the patient. The patient did not recover from these events and the patient died.